Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited undersensing. An insulation issue was suspected. The lead was replaced.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.